Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the loaner centrimag console needed the internal battery replaced and it was also noted the unit was not working properly, but did not provide other details. The site wanted to send the loaner back in exchange for another loaner unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided by the site on 06jun2025 confirmed that there was no patient involvement. According to the site, the user reported that the internal battery was not working properly. It was noted that the internal battery likely needed replacement.

Manufacturer narrative:
D3 - manufacturer information - correction. G1 - manufacturing site lookup - correction. Manufacturer's investigation conclusion: the reported event of a battery-related issue with the centrimag console was confirmed via the console¿s functional analysis. The returned centrimag console was observed to have an expired internal backup battery upon arrival. A b4: battery maintenance required alarm was active upon powering the console on. The console¿s expired battery underwent a battery maintenance test and passed; then, the expired battery was replaced with a new battery which also passed a battery maintenance test. The console then operated for an extended period with no further alarms and was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was determined to have been the use of an expired backup battery, as an expired battery could cause a b4 alarm to occur. Review of the device history record for centrimag 2nd gen. Primary console showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 8.4 entitled ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including battery alarms, as well as appropriate operator response to these events. The 2nd generation centrimag system operating manual ¿table 15: console maintenance schedule¿ instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. No further information was provided. The manufacturer is closing the file on this event.